Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): during the initial visual/functional check, the monitor would not start interrogation. However, after further analysis was performed this failure disappeared, therefore a root cause of the failure could not be determined.

Event description:
It was reported by the clinician that the remote monitor was unable to establish telemetry with the implanted device. The monitor had previously transmitted successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinician that the remote monitor was unable to establish telemetry with the implanted device. The monitor had previously transmitted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the clinician that the remote monitor was unable to establish telemetry with the implanted device. The monitor had previously transmitted successfully. No patient complications have been reported as a result of this event.